Event description:
On (B)(6) 2018, during removal of the atrial and ventricular pacing wires, one of the wires broke and there was a small retained portion within the chest that was visualized on the postop procedure chest x-ray.